Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down and non-verbal in the early afternoon on (B)(6) 2025 with right sided neglect. They were taken to the hospital and found to have an international normalized ratio (inr) greater than 8, and a computed tomography (CT) scan of their brain revealed approximately 40 cc left frontal intraparenchymal hemorrhage with up to 9mm midline shift. The patient was transferred to another hospital and taken to the operating room (or) for a left frontal craniotomy with evacuation of hematoma. Hemorrhage became stable and the patient was following commands on left side only. Their right side remains flaccid at this time. Device interrogation revealed no clear indication of pump involvement aside from the notable supratherapeutic inr which had since been reversed and improved to around 1.6. It appeared as though the patient woke at a normal time and switched from mobile power unit (mpu) to 14v batteries around 06:45. A no external power hazard was noted at 11:02 but it was unclear if this was related to the event. The patient was reportedly found down around 2-3 pm but exact timing is unknown. Log files were submitted which captured a few no external power alarms on (B)(6) 2025 that appear to have been the result of the patient disconnecting both controller leads from power. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.